Event description:
There was an allegation of questionable results with the eplex blood culture identification panel - gram positive (bcid-gp) panel for 8 patient samples tested on the eplex analyzer. Sample 1: the eplex results were enterococcus, enterococcus faecalis, vana; listeria, listeria monocytogenes, lactobacillusm and pan gram-negative. The culture results were leuconostoc pseudomesenteroides. Sample 2 ((B)(6) 2026): the eplex results were enterococcus, enterococcus faecalis, lactobacillus, staphylococcus, staphylococcus aureus, meca, and vana. The culture results were methicillin resistant staphylococcus aureus. Sample 3 ((B)(6) 2026): the eplex results were enterococcus, enterococcus faecalis, lactobacillus, listeria, listeria monocytogenes, staphylococcus, streptococcus, strep agalactiae, pan gram-negative, meca, and vana. The culture result was staphylococcus hominis. Sample 4 ((B)(6) 2026): the eplex results were enterococcus, enterococcus faecalis, lactobacillus, listeria, listeria monocytogenes, streptococcus, strep agalactiae, pan gram-negative, and vana. The repeat eplex result was streptococcus detected. The culture results were streptococcus halichoeri (identified by a reference lab). Sample 5 ((B)(6) 2026): the eplex results were enterococcus, enterococcus faecalis, listeria, listeria monocytogenes, and pan gram-negative. The repeat eplex result was no targets detected. The culture results were clostridium ramosum, granulicatella adiacens, rothia dentocariosa. Sample 6 ((B)(6) 2026): the eplex results were enterococcus, enterococcus faecalis, lactobacillus, listeria, listeria monocytogenes, staphylococcus, staphylococcus epidermidis, streptococcus, strep agalactiae, and pan gram-negative. The repeat eplex results were staphylococcus and staphylococcus aureus targets. The culture result was staphylococcus epidermidis. Sample 7 ((B)(6) 2026): the eplex results were enterococcus, enterococcus faecalis, listeria monocytogenes, streptococcus agalactiae, pan-gram negative, listeria, lactobacillus targets, staphylococcus, and meca. The repeat eplex results were staphylococcus and meca targets. The culture result was staphylococcus capitis. Sample 8 ((B)(6) 2026): the eplex results were enterococcus, enterococcus faecalis, listeria, listeria monocytogenes, pan gram-negative, staphylococcus aureus and staphylococcus targets, and stenotrophomonas maltophilia. The repeat eplex results were staphylococcus aureus and staphylococcus targets. The culture result was staphylococcus aureus.

Manufacturer narrative:
The serial number of the analyzer is (B)(4). The investigation is ongoing.